Manufacturer narrative:
The referenced clip was not returned to olympus for evaluation. The cause of the reported event could not be determined.

Event description:
It was reported that during a colonoscopy, the clip fell into the patient. The clip was not removed from the patient. The devices are inspected prior to procedure by the nurses; however, the clips are generally just removed from the packaging and put into the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) along with the manufacture date. Please see updated sections: b4, d10, g4, g7, h2, h3, h4, h6, and h10. The original equipment manufacturer (OEM) investigated samples of the single use repositionable clips (hx-202ur), from previous lots prior and up to mid lot 99k. Based on the OEM¿s investigation, it was determined the root cause was a large clearance space between the clip arm and hook. The repositionable clip, hx-202ur, from lot 8zk, was manufactured prior to the implementation of the new specification. The OEM has implemented modification of the size variance of the hook and 100% inspection of the manufacturing process.